Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection identified that the devices reservoir was ruptured. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor's reservoir burst and the fluid leaked into the device's housing. The reservoir burst when the device was being filled. There was no patient involvement. No additional information is available.